Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the e 200 was faulting with an "energy cord not detected" message, and the bottom monopolar port on the e 200 was flashing yellow. The error had occurred while the system was sitting idle, with no energy cords connected to the e 200 and no surgeon at the console. Prior to contacting support, the system had been rebooted multiple times, and while the system powered on successfully each time, the error would return after the system had been powered on for a period of time. The procedure had been moved to another system prior to contacting support, and no troubleshooting was performed during the call. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e 200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.